Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sigmoidectomy, the insulation was damaged and broke into several pieces . They have noticed that nothing fell into patient's cavity. The problem was found hours after the procedure but there were no problems with the surgery. There was no patient injury.